Event description:
The patient's mother contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings while the patient was on the pump. The mother claimed her daughter informed her she had a high bg in the 400s mg/dl on the morning of (B)(6) 2011. The patient reportedly changed site and took correction via syringe (with same vial of insulin) and bg returned to 180 mg/dl range; however, rebounded back in the 400 mg/dl range. The reporter stated the patient changed the site a second time; however, bg continued to elevate with pump corrections. The patient's mother reported the patient had symptoms of nausea, vomiting and tested positive for ketones. The patient contacted her hcp and was advised to go on back-up plan. During call, the patient's mother also reported that the patient was obtaining loss of prime warnings frequently. During a follow-up call with the patient, the patient informed customer support that she woke up with a high bg of 341 mg/dl on the morning of (B)(6), 2011. The patient confirmed she changed site, cartridge and insulin and took a correction via syringe. One hour later her bg was 220 mg/dl; however, when she rechecked her bg 2 hours later it was 432 mg/dl with symptoms of feeling weak, vomiting and moderate ketones. The patient reported she went off the pump and started her backup plan (lantus and novolog injections). One hour after taking injection her bg was 351 mg/dl and 1 hour after that test her bg was 300 mg/dl. At the time of troubleshooting, the patient confirmed there were no visible leaks at cartridge or site. She also confirmed there were no air bubbles in cartridge or in tubing. The patient confirmed the site appeared good and confirmed no bent cannulas or irritation. The patient denied illness or increased stress. Customer support noted that the patient was only priming 4-5 units on a 23 inch inset. Although there is in indication that the pump malfunctioned, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: total daily dose (tdd) history was reviewed from (B)(6) 2011 to end of pump use on (B)(6) 2011 and it was confirmed that daily insulin delivery totals correctly reflected the users programmed basal rates. There were no alarms or pump conditions recorded in pump's alarm history indicating a malfunction. The pump was tested on a 29 hour flow test and was found that I accurately delivered 2.00 units/hr during that period.